Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A patient specific implant prescription was submitted for new devices. As reported on the form: "revision of an extendible jts df (full extension). The surgeon would like to change the femoral stem as the fixation by the uncemented stem is not good. Change of the tibial component".

Manufacturer narrative:
An event regarding alleged poor fixation involving a jts distal femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: visual inspection: not performed as no items were returned. Dimensional inspection: not performed as no items were returned. Functional inspection: not performed as no items were returned. Material analysis: not performed as no items were returned. Clinician review: the implant in situ was for a jts distal femur which was inserted on (B)(6) 2015. Measured from the x-ray that existing implant has been extended to 50mm which has reached its maximum capacity of 50mm. Therefore the implant has fulfilled its design goal. However, the imaging provided also shows the stem was misaligned with both the femoral and tibial canals, causing bone contact and remodel at the tip of the stem, anterior-laterally for the femoral stem and posterior-laterally for the tibial stem. The femoral stem is a lot smaller in comparison with the diameter of the femoral canal. The above observations confirms the revision requirement. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 23dec2014 with no reported discrepancies. Complaint history review: there have been 11 other events relevant to loosening of tibial and/or femoral stems. Conclusions: the exact cause of the event could not be determined further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Revision surgery took place to loosening whereby jts distal femur components were explanted. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A patient specific implant prescription was submitted for new devices. As reported on the form: "revision of an extendible jts df (full extension). The surgeon would like to change the femoral stem as the fixation by the uncemented stem is not good. Change of the tibial component."